Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2010: the patient presented with the following pre operative diagnosis: discogenic low back pain with presumed pain generators at the l4-5 and l5-s1 levels refractory to non operative management. The patient underwent the following procedure: l5-s1 anterior lumbar diskectomy and interbody fusion with the placement of an intervertebral device (peek spacer, 15 mm, lordotic, synthes) supplemented with bone morphogenic protein . L5-s1 anterior lumbar instrumented fusion with the placement of a lumbosacral anterior lumbar blocking space (antegra, synthes, titanium, 47 mm). L5-s1 anterior lumbar diskectomy and interbody fusion with the placement of an intervertebral device (synfix, peek, synthes, 17 mm x 12 degrees lordotic) supplemented with bone morphogenic protein . L4-l5 instrumented fusion utilizing a synfix device with 20 mm screws at the l4 and 20 mm screws at the l5. Lntraoperative fluoroscopy. Operating microscope for microdissection. As per op notes "...a 17 mm peek spacer from synthes was packed with allograft as well as medium bone morphogenic protein. Under distraction, the spacer was the impacted into the disk space with an excellent friction fit having been achieved...it was packed with allograft in a 2 mm tube and a medium bone morphogenic protein. The surgeon then prepared the endplates for fusion by curetting them until spontaneous bleeding was encountered..." The patient alleges unspecified injury due to the use of rhbmp-2